Event description:
It was reported to (B)(6) that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were discontinued and replaced with intravenous cefepime 1000 mg daily for 14 days. After the nephrologist noted the culture results, they ordered the removal of the patient¿s pd catheter (not a (B)(6) product), and the patient was simultaneously given a tunneled hemodialysis (hd) catheter. The patient transitioned to hd without any reported issues and was discharged in stable condition on (B)(6) 2025. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any (B)(6) product(s) and/or device(s) malfunction or deficiency. The patient is currently undergoing outpatient hd without any reported issues and will hopefully return to pd therapy in 30-60 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).